Manufacturer narrative:
Date of event: date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported patient effects of infection, pseudoaneurysm, fever, tissue damage and treatments of additional therapy/ non-surgical treatment, and surgical procedure are listed the proglide are known complications associated with the use of suture-mediated closure devices. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The subsequent treatments of additional therapy/ non-surgical treatment, treatment with medication and surgical procedure appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: "early experience with infectious complications of percutaneous femoral artery closure devices".

Event description:
It was reported through an article that 16 days after femoral artery closure with a prostar device the patient had an infected pseudoaneurysm (staphylococcal sepsis, febrile, white blood cell count of 32 ×103/mm3 and a tender, pulsatile mass with surrounding erythema was present in the right groin). The patient was taken to the operating room for urgent exploration of the femoral artery. Blood and purulent material were aspirated. There was extensive necrosis of the anterior wall of the common femoral artery. This arterial injury was repaired with patch angioplasty using the greater saphenous vein from the contralateral lower extremity. The groin wound was closed over a suction drain, and the other wounds were closed primarily. The patient was treated with cefazolin for a total of 10 days, was discharged home on the ninth post-operative day. Details are listed in the attached article, titled "early experience with infectious complications of percutaneous femoral artery closure devices".